Event description:
According to the report, when the device was disconnected from ac power to take the unit with the patient for transportation, the device reportedly lost power and failed to function on battery power. Another device was used to transport the patient. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that the power supply had failed. Physio replaced the power supply and battery and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.